Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,21-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure was not detected under bus. A field service engineer replaced the row board in row e then rebooted the failed drawer icon did not reappear on the login screen, indicating successful detection of the pockets and nurses needing to access medications, the pyxis station was made available immediately after boot-up, prior to final pocket testing then customer requested a replacement network cable which was provided and resolved the issue. The system functioned as intended after a troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had drawer failure and was not detected on bus. This issue was delaying administering patient medications. Diagnostics was not detecting any of the pockets in row e. The other pockets in the drawer were all functioning properly. The customers stated that this same row had issues occasionally for months. Upon reboot, the failed drawer icon did not reappear on the login screen, indicating that the pockets are now being detected. There were no adverse events or injuries reported based on this incident.